Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced elevated heart rates. "Lockouts" were noted while attempting to program the implantable pulse generator (ipg). The ipg was reprogrammed remains in use. No further patient complications have been reported as a result of this event.